Event description:
The customer reported experiencing a high blood glucose of 489 mg/dl, which she believed was due to her insulin pump not delivering enough insulin. Her only symptom was headache. The customer had received a no delivery alarm, changed her infusion set and treated with the insulin pump. She stated her blood glucose went down to 393 mg/dl, but she did not feel it was dropping quickly enough. The customer stated she had experienced stress after her husband passed away a month before. The customer stated she was also experiencing low blood glucose and had gone to bed at 400 mg/dl which dropped down to 25 mg/dl when she woke up. The customer's no delivery alarm was resolved by a complete set change. The customer also stated she would stack her insulin and use long-acting along with the fast-acting insulin in the pump. She was advised against this. Troubleshooting was performed and it was found the date was one day ahead, the time was ten minute behind. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.